Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4) product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimu lator (ins) for spinal pain and fbss leg/back indications for use. It was reported that the pt reported they have noticed very long charge times for their ins and their ins depleted fast since last wednesday. Pt said it took them 2 hours to charge their ins to 70% and they had to stop to charge their controller for 1 hour, but once they continued to charge their ins it took an additional 1 hour to charge the ins battery to 100%. Pt mentioned it took 2 days to charge their ins battery from 40% to 100%. Pt said their ins battery was at 60% the next morning that dropped to 40% charged, so they charged their ins battery to 100%, but it took only 1 hour. Pt met with their rep in the hcp office to have their ins turned on and their rep said their ins battery charging could vary depending on the ins settings. Pt stated that the rep said their issues were "not normal" and told the pt to contact patient services (ps). Pt said they had been lowering their "frequency" with "zone 1 at 3.7 and other zones at 4.7 and 6." It was suggested the pt to monitor their ins charging/depletion to discuss with their hcp at their next appointment next week (B)(6) 2022. If the issues persist. Ps reviewed ins charging/depletion depends on usage and settings. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected and the rtm was not hot to the touch when charging the ins. Pt was able to charge their ins with an excellent recharge quality. Pt noted their controller battery was at 100% charged and their ins battery was at 60% recharging. Pt mentioned they had difficulty plugging their rtm plug into their controller port. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the patient is brand new to the implant and is still figuring out the process. No actions/intervention has taken place yet to resolve the issues. The patient is monitoring the recharge process and time as they get used to charging. This was reported within one week of post implant charging. This information was confirmed with a physician/account. Additional information was received from a patient (pt). The patient (pt) reported that the replacement recharger (rtm) did not resolve the issue. Pt said they still charged their implanted neurostimulator (ins) for 2 or more hours and the controller never beeped or displayed finished once the pt was at at 100% charge on their ins. Pt said sometimes the controller would even deplete all the way while charging the ins. Pt said the quality of the recharging of their ins still fluctuated from excellent to good without the pt moving and pt said they had to constantly "watch it." Pt said they had to charge their ins every 1-2 days and the amount of time they got out of a single charge of their ins was inconsistent. Pt said they spoke to a manufacturer representative (rep) and the rep said the controller battery pack was likely the issue and the pt should call patient services for a replacement battery pack. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt states they met with the rep and says there is nothing they can do for them. Pt states they are having trouble with charging and things. Pt states charging for two hours and says fully charged. Pt states there has been nothing but issues. Pt states they don't want to have surgery again as they had a bowel infection after the implant was placed and states they will be upset if the ins is faulty. A replacement controller and battery pack was sent out to the patient to try and rule out their issues they have been having.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger product ID 97755 lot# serial# (B)(6), product type recharger product ID m995402a001 lot# nlh135295n. Product type product ID 97745. Serial# (B)(6), product type programmer, patient product ID 97745. Serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported since having the implant they have had problem with recharging the implant; patient repeated previously reported in formation. Patient stated they have to charge up the ins every other day. Patient stated she can feel the ins is not flushed with her body, its sink in and she is a big person. Patient services (ps) asked if patient had fall or trauma and patient said she fell at the beginning of when she had the implant. Patient stated they told her the ins in place. Ps reviewed device function, programming and recharging speed. Patient stated when recharging the ins she gets excellent quality but takes 3hrs to charge up the ins. Ps recommend patient consult with hcp office regarding recharging concerns. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient (pt). It was reported that they sent the recharger last time and pt continued having issues with recharging. Pt said recharger was replaced a couple of times and controller was replaced once. Since the pt got the new paddle, when recharging it flickers between excellent and good to try again without pt moving and it had been taking 3 hours every day to recharge. Pt was told they would charge for an hour once a week. Pt also got error code 'mr50' or 'mr51' but could not confirm. It was recharging fine on the call. Pt said the implantable neurostimulator (ins) was dead. Later on the call the recharging quality was changing from excellent to good. Pt said on christmas day, pt could not charge at all. Pt saw no damage and wanted the controller replaced. On the call controller was also showing looking for device for a long time. Pt said it was frustrating to try staying out of pain but stuck with this device for 3 hours a day. Pt said they were constantly checking the screen. Reviewed to let the screen go dark and watch the green light. Also reviewed to clean the pins. Pt then mentioned since pt had had problems since the beginning they wondered if it had anything to do with a fall. Pt reported right after surgery they had a fall. Reviewed controller will be sent but if not resolved, pt needs to have ins checked by their healthcare provider (hcp) / manufacturer representative (rep). A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the patient's charging issues cleared up once they received their replacement controller and battery. The actions that were taken were that the patient had contacted patient services (pss) so they could be sent a new battery and controller after they had informed the rep on monday (B)(6) the rep reported that all issues have been resolved. This information was also confirmed by a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.